Manufacturer narrative:
The reason for this revision surgery was reported as shell subsided. The previous surgery and the surgery detailed in this event occurred 14 years apart. Initial or prolonged hospitalization is required. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at the hospital and not made available to djo surgical for examination. The lot numbers were not recoverable, therefore the items could not be linked to specific device history records (DHR) or the actual date of manufacture could not be determined with confidence. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to the shell subsided. The findings did not lead to a firm conclusion since the needed lot numbers were not reported. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - spiked shell subsided, causing instability.